Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h7, and h9. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The exact cause of the event couldn't be exclusively identified. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: the output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. A force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.

Event description:
During a therapeutic laparoscopic segmental liver resection, one leg of the thunderbeat's jaw suddenly broke off at the time of sealing. The device fragment remained within the surgical field. The surgeons were able to successfully retrieve the broken jaw laparoscopically. A new device was opened and functioned as intended without issue, and the procedure was then completed using the backup device.

Manufacturer narrative:
E1 email: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.